Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. However, the device evaluation has not been completed. Upon completion of the evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that at the end of a radical neck dissection procedure, an error message u509 was observed due to teflon pad damage. The device was replaced with a second similar device from the same lot, but did not pass probe check when tested. It was reported that the intended procedure was completed with a non-olympus bovie device. Olympus followed up with user facility to obtain additional information regarding the reported event via email and in writing but, with no results.